Manufacturer narrative:
Fluid was found to leak from a tear in the exposed portion of the soft cannula. Because the timing and cause of this soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: ap3a.240905.015.a2.s916usqs6dyg1 hardware: sm-s916u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Analysis of the returned device revealed a tear on the cannula. It was reported that the patient¿s blood glucose level rose to 300 mg/dl while wearing the pod on the abdomen between 36 and 48 hours. It was initially reported that the pod was leaking insuling.